Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding an unspecified patient who was receiving hydromorphone of an unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that over the past several refills, they had noted volume discrepancies where they expected 5 ml to 6 ml but were getting back 18 ml to 19 ml. The company representative was called on (B)(6) 2020 to assist with a catheter access port (cap) dye study due the fact that the patient had a loss of therapy. The date of event was unknown. No further patient complications have been reported as a result of this event.